Event description:
Note: the date of event is unknown. According to the complainant, the balloon ruptured "about 2 weeks after replacement". The device was replaced with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "good".

Manufacturer narrative:
The returned device had a split in the shaft under the dome. The balloon of the device was inflated with water. It leaked back out through the inflation lumen near the point where the shaft of the cubby meets the dome. The cause of these observations could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted.